Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the voltage on the battery pack rechargeable lithium ion tri-cells was uneven. The root cause of the uneven voltage on the battery cells was unable to be positively identified. No adverse event resulted from the damaged battery.